Manufacturer narrative:
Per the customer¿s cds form, during pre-cleaning, the customer performs aspiration of water through the instrument channel /suction channel, and flushing of the air/water channel and auxiliary channels. Enzynex/franklab detergent is used during pre-cleaning. During manual cleaning using enzynex lg/franklab, brushing is performed in the instrument/suction channel, instrument channel port, suction cylinder, and the distal end/elevator area. Brushes /swabs used during manual cleaning are albyn medical. Disinfection is performed using a soluscope automatic endoscope reprocessor machine. The scope is stored horizontally in a simple cabinet and is serviced/maintained by olympus. The scope was not sterilized. The subject scope is pending return to olympus subsidiary for further hygiene microbiological investigation (hmi) and a physical evaluation. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed that after a microbiological routine control on the customer evis exera iii colonovideoscope which was carried out by french regulation, the user detected an unexpected contamination. The test results are enterobacter hormaechei and pseudomonas aeruginosa 2 cfu/100ml (biopsy channel), bacillus cereus 1 cfu/100ml (air/water channel), and enterobacter cloacae 1 cfu/100ml (auxiliary channel). There was no report of any contamination of any serious deterioration in state of health of any person, to which this medical device could have been contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: distal end cap cover insulation < threshold. Charged coupled device lens scratched. Distal end cap cover scratch. Bending section rubber glue worn. Key top 1 unclear indication. Universal cord buckles. Bending tube shorten, angulation = 140/130/120/120. Up down knob noisy. Biopsy channel wear and tear. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, no germs were detected and the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.